Manufacturer narrative:
One photo was provided to our quality team for investigation. Upon photo evaluation, it was observed that the top part of the needle went through the plastic shield. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4143704. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle went through the shield. The following information was provided by the initial reporter translated from chinese to english: packaged damaged.